Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that he experienced intermittent freezing of the g5 app prior to sensor warm up on (B)(6) 2016. No additional event of patient information is available.